Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation below the left shoulder blade from the lifevest. Patient describes it as red, raw and itchy. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied neosporin and gauze to the skin irritation. Follow up indicated that the skin irritation improved.